Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is "improper use - device interface". The patient could not recall whether the wheelchair tipped forward because of the steep ramp or if it the wheelchair tipped forward from impacting the side railing on the deck. The device did not malfunction during this event. Unfortunately, the patient broke his left leg in the process. The environment was evaluated and the ramp the patient was using was found out of specification and considered not safe for wheelchair usage. The angle of the ramp measured almost 16.7 degrees and the suspect product is designed to be used safely on a 12 degree ramp. The owner's manual highlights these types of hazards knowing that improper ramp angles could result in tipping the device over and sustain injury. The wheelchair did not sustain any damages from the event and found operating according to factory specifications. The patient and family was instructed to only use the wheelchair on a safe incline less than 12 degrees and referred them to the ada compliant ramp slope guidelines as an educational reference for constructing ramps to be safe for wheelchair usage. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Manufacturer narrative:
Investigation pending and root cause of this failure mode is currently "unknown". It was reported that the patient was using the wheelchair on too steep of a ramp. The specific details of the slope of the ramp are unknown at this time and assumed to be greater than intended for the device. The wheelchair was evaluated and no damages sustained. The wheelchair is operating according to specification. Establishing contact with the dealer and patient to schedule a visit to review the environment has been difficult and our investigation has been delayed and will remain open. A follow up MDR will be submitted upon completion of the investigation and any missing information in this report will be included. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
On (B)(6) 2017, patient was operating the wheelchair on a deck that surrounds an above ground pool constructed with a steep ramp. The patient drove the wheelchair down the suspect ramp, fell against the deck railing and broke his left leg. Patient was wearing a positional belt.